Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a hcp that the patient¿s device was not working and they noted they didn¿t have any further detail. The event date was not known and the caller did not know the patient¿s health care physician (hcp). There were no further complications reported.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for when the patient first started experiencing the device not working the patient reported ¿(B)(6) 2017.¿ in response to the inquiry for clarification of ¿the device not working¿ and whether it was in regards to a therapy issue or if there was an actual device issue, the patient replied ¿the device is non-functional.¿ in response to the inquiry of the cause that led to the device not working the patient reported that ¿it just died,¿ and they reported that no steps had been taken to resolve the device not working. There were no further complications reported.